Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed via the axillary artery graft to support the 62 year old male patient admitted in with cardiogenic shock and cardiomyopathy. The patient was on an intra-aortic balloon pump, vasopressors, inotropes, and a vent for respiratory needs prior the placement of the 5.5. In addition the patient was on an rp flex impella for right sided heart support. Underlying medical history was not shared. The pump was placed and the axillary site needed to be packed with gauze and an ioban and given protamine to control the ooze at the site. Hematuria was observed and after 2 days the urine color began to clear. Of note, the patient was taking brylinta and antiplatelets which could have been contributing factors. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After 5 days the pump was explanted and a left ventricular assist device (lvad) was placed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.